Manufacturer narrative:
One 6f engage introducer sheath was received for evaluation. The sheath had been stretched and torn, and the sheath tube had detached from the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath detachment is consistent with damage during use.

Event description:
While removing the device from the right radial artery, the hub of the sheath detached. The sheath was pulled from the patient's anatomy without any intervention. The procedure was completed with manual compression and a hemo band. There were no adverse patient consequences.